Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that there was a damaged dongle. Prevented system from connecting dead man switch. Thus it was stuck in e stop. Replaced damaged part on the dongle. Connection was restored. Dead man switch circuit was then completed allowing system to boot out of e stop. System functioning normally. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that outside of a case the system will not come out of e-stop. There was no patient present.